Manufacturer narrative:
Device evaluation summary: a manufacturing record evaluation (mre) was performed for the finished device number 5574017, and no non-conformances related to the reported complaint were identified. During the visual evaluation, the device seems to be ruptured. However, due to the conditions of the device received, the analysis could not be performed. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a rupture at a later time. Breast implants may also simply wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Infection, manifested by swelling, tenderness, pain, and fever, may appear in the immediate postoperative period or at any time after insertion of the implant. In the absence of classic symptoms, subacute or chronic infections may be difficult to diagnose. If infection does not subside promptly with the appropriate treatment, removal of the implant is indicated. Infection is a known complication associated with any surgery. Per a database query, this is the only reported complaint of infection against this lot number. The mentor microbiology department has provided information on the sterility lot for the implanted device indicating that it met all sterilization parameters required to provide a 10e-6 sterility assurance level prior to release for distribution. Product evaluation concluded the reported infection occurred from a source other than the device. Infection is a known complication associated with any surgery and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Reason for device explant and/or reoperation: capsular contracture/ rupture/infection/ generalized illness. This report contains supplemental information for mentor psr reference number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a breast augmentation procedure on (B)(6) 2009 developed bilateral baker grade ii capsular contracture and several unexplained systemic symptoms post procedure. The patient¿s capsular contracture was treated with vitamin e for a year. The patient reported the following symptoms: ear ringing, headaches, slow muscle recovery after activity, heart palpitations, changes in normal heart rate or heart pain, sore and aching joins or shoulders, hips, back-bone, hands and feet, swollen and tender lymph nodes throat and neck, bouts of dehydration, frequent urination, numbness/tingling sensations in upper and lower limbs, cold and discolored limbs hands or feet, bier spots on hands, swelling in hands with burning sensation, general chest discomfort, shortness of breath, pain and/or burning sensation around implant or underarm cramping (muscles), symptoms of fibromyalgia, anxiety, panic attacks, mood swings, fatigue, joint pain, muscle pain, muscle weakness, muscle twitching/spasms, insomnia, brain fog, difficulty concentrating, memory loss, vertigo, fever/chills, temperature/heat intolerance, sensitivity to light, sensitivity to sound, hair loss, dry skin/hair, slow healing, sinus infections , visual disturbance (blurry vision ¿ right eye), decreased libido, sharp pains in breast, inflammation, right flank pain, painful/heavy periods, burnt tongue feeling, sunburn feeling on skin, internal tremors at night, and frequent herpes outbreaks. The patient was also diagnosed with costochondritis. The patient underwent bilateral explantation and capsules via enbloc without replacement on (B)(6) 2018. Devices were noted to be ruptured upon explantation. The patient was also diagnosed with bilateral cutibacterium acnes infection post explantation that was confirmed with pathology. See 1645337-2020-08660 for contralateral prosthesis report. This report contains supplemental information for mentor psr reference number (B)(4).